Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer rec'd an altitude alarm after the pump was inadvertently dropped into a pool of water. The customer's blood glucose level was 336 mg/dl. It was reported that the customer's husband would administer an injection of insulin to lower the bg level. After allowing the pump to dry, the customer was able to clear the alarm and resume insulin delivery.